Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had packaging failure which led to a breach in the sterile barrier. No serious injury or medical intervention was reported.

Event description:
It was reported that bd autoshield¿ duo safety pen needle had packaging failure which led to a breach in the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two opened 30g x 5mm safety pen needle cartons containing sealed samples were returned from lot. No. 8081871, cat. No. 329605. Visual examination was carried out on all returned samples and no issues were observed with the teardrop labels. All samples had a teardrop label present. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.